Manufacturer narrative:
Correction field h6: codes f1001 and a0909 removed. No reportable malfunction.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing. The field representative mentioned that three years ago, the patient had two untreated episodes due to noisy signals. Technical services (ts) recommended further evaluation to reproduce the noise. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, myopotential was oversensed and the device showed the n marker. Technical services (ts) indicated that the ratios were good and there was no concern. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing. The field representative mentioned that three years ago, the patient had two untreated episodes due to noisy signals. Technical services (ts) recommended further evaluation to reproduce the noise. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing. The field representative mentioned that three years ago, the patient had two untreated episodes due to noisy signals. Technical services (ts) recommended further evaluation to reproduce the noise. This s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction field h6: codes f1001 and a0909 removed. No reportable malfunction.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing. The field representative mentioned that three years ago, the patient had two untreated episodes due to noisy signals. Technical services (ts) recommended further evaluation to reproduce the noise. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, myopotential was oversensed and the device showed the n marker. Technical services (ts) indicated that the ratios were good and there was no concern. This s-ICD remains in service. No adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing. The field representative mentioned that three years ago, the patient had two untreated episodes due to noisy signals. Technical services (ts) recommended further evaluation to reproduce the noise. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, myopotential was oversensed and the device showed the n marker. Technical services (ts) indicated that the ratios were good and there was no concern. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.